Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with all buttons responding properly. However, slight moisture damage was found at keypad traces. The insulin pump was received with cracked case at display window corners and display window, with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose was unknown. The customer stated the keypad is not always responsive. They are able to program a bolus, but must press the buttons several times before he can set up. The insulin pump will be returned for analysis.